Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the daily insulin delivery totals were reviewed and correctly reflect the users programmed basal rates showing the pump was delivering accurately up until the last date used by the patient. The black box and alarm history show no errors or alarm associated to the complaint, only typical usage was observed. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. A 1 unit per hour basal rate was programmed in the pump and was executed for 24 hours; no alarms or warnings occurred during this time period. The keypad was tested and all keys are responsive to user input. No hypersensitive keys were observed on keypad. Unable to duplicate the compliant during the investigation. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient had random spikes in blood glucose levels up to 300 mg/dl with no symptoms. The reporter stated that a health care professional felt that there was something wrong with the pump, possibly the basal program not working correctly. There was no additional information provided. Animas has attempted to follow up with the reporter but has been unsuccessful at this time. The reported blood glucose excursion does not meet animas criteria for an adverse event. This report is made based on the allegation of a pump basal program issue.